Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's device, exhibited high out-of-range shock impedance measurements greater than 150 ohms. Technical services (ts) recommended reaching out to the other manufacturer for further guidance regarding their device and next steps, such as possible lead replacement. This rv lead remains in service. No adverse patient effects were reported.